Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. Previously administered products included for an unreported indication: allergy to adapalane and allergy to zomig. Concurrent conditions included root canal procedure (dental root canal 2x and surgery to open up my sinuses in 2013), body mass index, asthma, gestational diabetes, hypertension, depression and drug hypersensitivity. Concomitant products included fluticasone propionate (flovent) and vicodin (lortab) for asthma as well as fluticasone propionate (flonase), loratadine, pseudoephedrine sulfate (claritin-d allergy), pantoprazole (protonix) and ranitidine hydrochloride (zantac). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal mycotic infection ("yeast and bladder infection"), cystitis ("yeast and bladder infection"), fatigue ("fatigue,"), vaginal discharge ("vaginal discharge,") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), the first episode of headache ("migraines / headaches"), hypertension ("high blood pressure") and gastrooesophageal reflux disease ("acid reflux,"). In 2014, the patient experienced paraesthesia ("tingling in hands and feet"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of headache ("headaches"), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), mood swings ("mood swings"), anxiety ("anxiety"), urticaria ("hives -neck, side and stomach,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tachycardia ("tachycardia"), tooth disorder ("dental problems"), nausea ("nausea"), mood altered ("mood changes") and dyspepsia ("gastrointestinal or digestive system condition"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of headache, hypersensitivity, weight increased, alopecia, vaginal haemorrhage, menorrhagia, mood swings, hot flush, night sweats, vulvovaginal mycotic infection, cystitis, urticaria, female sexual dysfunction, migraine, hypertension, tachycardia, tooth disorder, nausea, paraesthesia, fatigue, vaginal discharge, mood altered and dysmenorrhoea outcome was unknown and the anxiety, gastrooesophageal reflux disease and dyspepsia had not resolved. The reporter considered alopecia, anxiety, cystitis, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hypersensitivity, hypertension, menorrhagia, migraine, mood altered, mood swings, nausea, night sweats, paraesthesia, pelvic pain, tachycardia, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Final diagnosis: uterus and cervix with bilateral tubes:proliferative endometrium. Negative for hyperplasia and malignancy. Cervix with chronic inflammation. Bilateral fallopian tubes cross-sections. Pre-operative diagnosis: dysfunctional uterine bleeding and pelvic pain. Post-operative diagnosis: hysterectomy and bilateral salpingectomy. Gross description: there are called metallic essure. Wires present in each of the cornu. The myometrium is a spongy gray-tan measuring up to 2.6 cm in thickness. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr received, patient demographic information, lab data ,essure indication new event abnormal bleeding (vaginal, menorrhagia), mood swings, hot flashes and night sweats, yeast and bladder infection, anxiety, hives -neck, side and stomach, apareunia (inability to have sexual intercourse), migraines / headaches, high blood pressure, tachycardia, dental problems, nausea, fatigue, vaginal discharge, acid reflux, mood changes, gastrointestinal or digestive system condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding/abnormal bleeding (general),") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included recurrent abortion. Previously administered products included for an unreported indication: allergy to adapalane and allergy to zomig. Concurrent conditions included root canal procedure (dental root canal 2x and surgery to open up my sinuses in 2013), body mass index high, asthma, gestational diabetes, hypertension, depression and drug hypersensitivity. Concomitant products included fluticasone propionate (flovent) and vicodin (lortab) for asthma as well as fluticasone propionate (flonase), loratadine, pseudoephedrine sulfate (claritin-d allergy), pantoprazole (protonix) and ranitidine hydrochloride (zantac). On (B)(6) 2014, the patient had essure inserted. In january 2014, the patient experienced hot flush ("hot flashes"), night sweats ("night sweats"), vulvovaginal mycotic infection ("yeast and bladder infection") with vaginal discharge, cystitis ("yeast and bladder infection"), fatigue ("fatigue,") and dysmenorrhoea ("dysmenorrhea (cramping),"). In march 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), migraine ("migraines / headaches"), the first episode of headache ("migraines / headaches"), hypertension ("high blood pressure") and gastrooesophageal reflux disease ("acid reflux,"). In 2014, the patient experienced paraesthesia ("tingling in hands and feet"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the second episode of headache ("headaches"), hypersensitivity ("allergic reactions"), weight increased ("weight gain"), mood swings ("mood swings"), anxiety ("anxiety/psychological or psychiatric problems condition: anxiety"), urticaria ("hives -neck, side and stomach,"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), tachycardia ("tachycardia"), tooth disorder ("dental problems"), nausea ("nausea"), mood altered ("mood changes"), dyspepsia ("gastrointestinal or digestive system condition"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of headache, hypersensitivity, weight increased, alopecia, vaginal haemorrhage, menorrhagia, mood swings, hot flush, night sweats, vulvovaginal mycotic infection, cystitis, urticaria, female sexual dysfunction, migraine, hypertension, tachycardia, tooth disorder, nausea, paraesthesia, fatigue, mood altered, dysmenorrhoea, bladder disorder and urinary tract disorder outcome was unknown and the anxiety, gastrooesophageal reflux disease and dyspepsia had not resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, dysmenorrhoea, dyspepsia, fatigue, female sexual dysfunction, gastrooesophageal reflux disease, genital haemorrhage, hot flush, hypersensitivity, hypertension, menorrhagia, migraine, mood altered, mood swings, nausea, night sweats, paraesthesia, pelvic pain, tachycardia, tooth disorder, urinary tract disorder, urticaria, vaginal haemorrhage, vulvovaginal mycotic infection, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Final diagnosis: uterus and cervix with bilateral tubes:proliferative endometrium. Negative for hyperplasia and malignancy. Cervix with chronic inflammation. Bilateral fallopian tubes cross-sections. Pre-operative diagnosis: dysfunctional uterine bleeding and pelvic pain. Post-operative diagnosis: hysterectomy and bilateral salpingectomy. Gross description: there are called metallic essure.wires present in each of the cornu. The myometrium is a spongy gray-tan measuring up to 2.6 cm in thickness. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : new event bladder or urinary problems or changes was added. Surgery was updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), hypersensitivity ("allergic reactions"), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, headache, hypersensitivity, weight increased and alopecia outcome was unknown. The reporter considered alopecia, genital haemorrhage, headache, hypersensitivity, pelvic pain and weight increased to be related to essure. The reporter commented: need for additional surgery company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.